Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the seals on the trocars were torn out of the sterile package. There was no consequence to the pt.